Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a maverick 2 balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. The 75% stenosed, 18mmx2.0mm target lesion was located in the severely tortuous and calcified right coronary artery. A 2.00mm x 12mm maverick 2 balloon catheter was advanced for dilatation. However, it was noted that the balloon delivery shaft was kinked and was fractured. The fractured part was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. The 75% stenosed, 18mmx2.0mm target lesion was located in the severely tortuous and calcified right coronary artery. A 2.00mm x 12mm maverick 2 balloon catheter was advanced for dilatation. However, it was noted that the balloon delivery shaft was kinked and was fractured. The fractured part was removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.